Event description:
The customer called to report a motor error alarm after exposing the insulin pump to electromagnetic fields at his workplace. Troubleshooting was performed, and the insulin pump did not pass the displacement test. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a cracked belt clip slot and a scratched case. The insulin pump failed the displacement test due to an out of phase motor encoder signal.